Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed with the customer that it was a software issue and not a hardware issue, after that the technical support specialist (tss) applied the knowledge article (ka) ¿virtual drawer map not appearing when drawer is opened¿ then verified with customer that the virtual drawer map does not appear at all when drawer was fully open. Fse ran hardware test application twice and it was successful. A nurse accessed drawer 2.2 and viewed patient medications and there was lacked credentials to view patient medications. The map layout was visible only in "manage map," not in "assigned drawer." The system functioned as intended after the technical support specialist troubleshot and field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a device that does not display drawer contents when accessing drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.